Event description:
It was reported by the customer that the steering pedal was allegedly damaged. There was no pt involvement, no adverse consequences, no further medical intervention required.

Manufacturer narrative:
MFR's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.